Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02999. It was reported that the patient experienced ineffective therapy and the leads migrated. Surgery occurred to explant and replace the leads to address the issue.